Event description:
Nurse stated after administering risperdal consta to prescribed patient needle detached from the needle protection device, and she was punctured by used needle. Nurse stated prescribed patient is hiv and hepatitis c positive. Nurse stated she went to occupational health and is being treated with several hiv medications. Nurse also stated labs were drawn (no results available). No further information provided at time of call.

Manufacturer narrative:
Results evaluations code: the investigation into this report is limited as the user facility did not provide the lot number or event sample. Without evaluating the event sample, we are unable to determine the root cause of the event. Without the lot number, we are unable to review manufacturing records. The needle-pro packaged, finished device is provided to janssen who packages it in their risperdal consta kit with their own instructions for use. This event can occur if the user does not secure the needle to the protection device (needle-pro device). Smiths medical's instructions for use include instructions to "seat the needle firmly on the needle-pro device with a push and a clockwise twist. Janssen has added language in their instructions for use to direct the user to secure the needle to the protection device prior to use and is in the process of issuing a dear health care professional letter to further disseminate this change to their instructions for use. Smiths medical has performed testing on similar product and have not identified a disconnect issue when product is seated per the smiths medical IFU. This report has been logged for trending.